Event description:
Information received a smiths medical cadd-solis 2120 alarmed error code 46228. No adverse patient events reported, as unknown information if patient was involved.

Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. During analysis, error code "46228" was not duplicated at power up. Although, the reported problem was not duplicated, error code "46228" was found in the event log. Service replaced the main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.